Event description:
The hospital reported that during a coronary artery bypass procedure, the first heartstring seal did not deploy out of the delivery tube into the aorta. A second unit was used, but the seal cracked while it was being loaded into the delivery tube. A replacement seal was used to complete the case. No patient complications were reported.

Manufacturer narrative:
Investigation results: from the investigation, the tension spring remained inside the deployment tube, which prevented the seal from deploying inside the aorta. It was also observed that the seal was outside of tube and cracked. The complaint is confirmed.